Event description:
The customer reported that following a therapeutic plasma exchange (tpe) procedure, the patient's hematocrit increased from 45% to 52%. Per physician's order, a blood test was given to the patient within 24 hours after the procedure; awaiting test results. No medical intervention was necessary for this event. Due to EU personal data protection laws, the patient information is not available from the customer. The disposable kit is not available for return because it was discarded by the customer. This report is being filed in response to the customer filing a sae report with their local authorities. Two incidents involving two patients were reported by the customer on the report to their authorities. Three incident dates were included in the report. The incident for 08/06/2014 is reported on MDR 1722028-2014-00368. It is not clear at this time if an additional incident involving an additional patient occurred on the third date, (B)(6) 2014. Terumo bct is following up for clarification.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. No injury was reported regarding this incident. The customer confirmed that there was no medical intervention and patient is stable. The customer confirmed that despite receiving red cell spillover alarms, they were able to execute the run as per prescribed. A review of the lot for similar reports was carried out, none have been reported. A service call on the machine indicated that the machine is functioning properly. Root cause: the root cause was undetermined. This disposable set was unavailable for specific root cause analysis. Possible causes associated with receiving spill over alarms include but are not limited to:- operator entered an inaccurate hematocrit or other donor info- patient physiology- defective rbc detector assembly- disposable tubing set is kinked- channel and/or hex collar mis-load.